Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The target lesion was a chronic total occlusion (cto) lesion; therefore, it should be noted that the xience v IFU states: safety and effectiveness of the stent have not been established for subject populations with chronic total occlusions. The xience v everolimus eluting coronary stent system, part # 1009539-28, lot # 0030942, serial # unk indicated is being filed under a separate medwatch MFR number.

Event description:
Device issue: none. Adverse event: sub acute stent thrombosis requiring medical intervention. Onset of adverse event: two days after the procedure. It was reported that two xience stents were implanted side by side, overlapping at the lesion on (B)(6) 2010. On (B)(6) 2010, the pt returned to percutaneous coronary intervention of a new lesion in the left anterior descending. During angiography, there was thrombosis confirmed in the stents previously deployed on (B)(6) 2010 and the vessel was totally occluded. The previously deployed stents were treated with plain old balloon angioplasty to treat the sub acute stent thrombosis. No additional event or pt info is available.